Event description:
Consumer called to report concerns with her test results. Analysis run on consensus error grid (ceg) using mean readings (122) as refrence points vs. Bd readings (29, 171, 165) yielded some data points in the c range of the grid, outside acceptable limits.